Event description:
It was reported by the customer that they are returning their unit to elsg for service. The unit does not establish sufficient vacuum. No further info is available. There was no reported pt consequence. Elcg order number is 05.5831.